Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that four knife blades did not cut smoothly during surgery. Additional information was received whereby one patient experienced wound leakage which necessitated a bandage contact lens to be applied at the one day post operative visit. This is the first of two reports being filed for this facility. This report represents the patient identified as having experienced wound leakage.